Event description:
During remote monitoring, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.